Manufacturer narrative:
Correction: h6 - investigation conclusion has been updated from "cause not established" to "no problem detected".

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited high pacing impedance. The atrial lead was not used and replaced to complete the procedure on (B)(6) 2024. The patient was stable throughout.